Event description:
It was reported that prior to implant, high, out of range hv lead impedance was observed. Lead was not implanted and was replaced. The patient was discharged from the hospital one day after the procedure with no complications.

Manufacturer narrative:
Analysis was normal. No anomaly was found.